Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional tests could not be performed due to the blank display. The insulin pump was also received with minor scratches on the display window.

Event description:
It was reported that the customer experienced a blank display, and a motor error alarm. The customer's current blood glucose is 538 mg/dl. The customer chose to troubleshoot for his low blood glucose of 60 mg/dl. The customer states that the insulin pump was exposed to rain the week prior to the event. The customer inserted a new battery, but the insulin pump would not turn on. The customer states that they are stuck in the prime loop process. Troubleshooting was conducted. No significant events prior to the event. No further information of sleep.